Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-ventral hernia repair, there were six cases of mesh withdrawal by infection. Additionally, 50% are parietene or symbotex mesh and 50% parietex mesh.